Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 12.9 mmol/l, 10.8 mmol/l, and 6.7 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted on an unknown date (reported to have been "a few months ago"). According to the complainant, well after the implant procedure had been performed, the stent had migrated into the stomach. The physician encountered some difficulty in grasping the stent retrieval loop, but was ultimately able to remove the stent without issue. No other stent was implanted, nor was any further intervention performed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.